Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 72mg/dl, and the meter bg reading was 558 mg/dl with 10 mg/dl of ketone levels. Subsequently, the customer was transported to the emergency room (ER) via ambulance. At the hospital, the customer was treated with 10 units of insulin via manual insulin injection and an insulin drip. The customer was released a few hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.